Event description:
It was reported that the patient presented in clinic during follow up with a device that was post sensed t wave oversensing. The patient received inappropriate hv therapy and the oversensing was noted on the stored electrocardiograms. Technical services discussed changing the post sensed threshold start and post sensed decay delay. An induction test was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.